Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported patient had been to CT (computed tomography) twice. The first time they did not use contrast. It appears there was flow rate issue with arctic sun device which resulted in changing the arctic gel pad before the patient went back to CT (computed tomography). Upon the patient return from second CT (computed tomography) evaluation there was flow rate issue with arctic sun device even after replacing to second arctic gel pad. The patient needed a third CT (computed tomography) at 4pm because there was too much artifact in the second CT (computed tomography). Mss explained that if the patient was at target, it would make more sense to troubleshoot this flow rate issue with second pad before the patient return from CT scan so to avoid another pad replacement and have them damaged. Nurse also indicated the facility had only small pads in stock. Mss advised if nurse can obtain another set of gel pad while patient was in CT scan. Nurse responded back at 4.30 and confirmed they had no issues with flow rate yet for second gel pads. When the patient came back from CT (computed tomography), nurse was going to assist with the flow and the flow rate was observed as 0lpm. However, nurse currently indicated that the device was working and could call back if they received any alarm or issues with regard flow rate. Per follow up information received on 02feb2022, nurse stated that patient was able to complete therapy with second gel pad and no further issues or no patient impact was reported. It was also indicated the arctic sun device had no reason to go to biomed since there were no further issues or alarms observed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (arctic gel pads) product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported patient had been to CT (computed tomography) twice. The first time they did not use contrast. It appears there was flow rate issue with arctic sun device which resulted in changing the arctic gel pad before the patient went back to CT (computed tomography). Upon the patient return from second CT (computed tomography) evaluation there was flow rate issue with arctic sun device even after replacing to second arctic gel pad. The patient needed a third CT (computed tomography) at 4pm because there was too much artifact in the second CT (computed tomography). Mss explained that if the patient was at target, it would make more sense to troubleshoot this flow rate issue with second pad before the patient return from CT scan so to avoid another pad replacement and have them damaged. Nurse also indicated the facility had only small pads in stock. Mss advised if nurse can obtain another set of gel pad while patient was in CT scan. Nurse responded back at 4.30 and confirmed they had no issues with flow rate yet for second gel pads. When the patient came back from CT (computed tomography), nurse was going to assist with the flow and the flow rate was observed as 0lpm. However, nurse currently indicated that the device was working and could call back if they received any alarm or issues with regard flow rate. Per follow up information received on 02feb2022, nurse stated that patient was able to complete therapy with second gel pad and no further issues or no patient impact was reported. It was also indicated the arctic sun device had no reason to go to biomed since there were no further issues or alarms observed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported patient had been to CT (computed tomography) twice. The first time they did not use contrast. It appears there was flow rate issue with (B)(6) device which resulted in changing the (B)(6) pad before the patient went back to CT (computed tomography). Upon the patient return from second CT (computed tomography) evaluation there was flow rate issue with arctic sun device even after replacing to second (B)(6) pad. The patient needed a third CT (computed tomography) at 4pm because there was too much artifact in the second CT (computed tomography). Mss explained that if the patient was at target, it would make more sense to troubleshoot this flow rate issue with second pad before the patient return from CT scan so to avoid another pad replacement and have them damaged. Nurse also indicated the facility had only small pads in stock. Mss advised if nurse can obtain another set of gel pad while patient was in CT scan. Nurse responded back at 4.30 and confirmed they had no issues with flow rate yet for second gel pads. When the patient came back from CT (computed tomography), nurse was going to assist with the flow and the flow rate was observed as (B)(6). However, nurse currently indicated that the device was working and could call back if they received any alarm or issues with regard flow rate. Per follow up information received on (B)(6) 2022, nurse stated that patient was able to complete therapy with second gel pad and no further issues or no patient impact was reported. It was also indicated the (B)(6) device had no reason to go to biomed since there were no further issues or alarms observed.